Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the model number, surgeon's identification and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or pt details. Device labeling addresses the possible outcome of leakage as follow: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reports: leaking port. "Leak from the back of port under high pressure." Port identified by surgeon as an apii, taper ii.